Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient has experienced hyperglycemia of above 400 mg/dl since (B)(6) 2013. She changed the accessories and delivered insulin via the infusion device, but this was not successful in lowering her blood glucose. She believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.